Event description:
The customer reported via phone call that they had a calibration error alert with their sensor. Customer's blood glucose was 2.2 mmol/l. The customer stated they have treated their blood glucose with candy. The customer also reported a calibration error alert occurring with their sensor. It was also found the customer had inaccurate readings with their sensor. Customer's current blood glucose was 12.7 mmol/l and the sensor glucose read 5 mmol/l. The customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.